Manufacturer narrative:
The insulin pump had a blank solid white lcd display. During visual inspection, found cracked lcd display controller. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that call that the insulin pump had crack on display. The customer¿s blood glucose level was 13.8 mmol/dl. Customer stated that they already discontinued the use of insulin pump. The insulin pump will be returned for analysis.